Event description:
Customer stated that a pt fell while attempting to go to the bathroom. Allegedly, the bed exit is not alarm. No injury was reported.

Manufacturer narrative:
The hill-rom technician found the bed exit functioning correctly.